Manufacturer narrative:
Through a legal claim, it was reported that left hip bhr revision surgery was performed due to pain and elevated levels of cobalt and chromium. At the time of revision, both the bhr head and cup were revised. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The available medical documentation was reviewed. This is a 42 year-old female underwent a left birmingham hip resurfacing procedure in 2008 with conversion to a tha approximately 7 years later due pain in her left hip and increasing cobalt and chromium levels. Metal ions reported prior to the revision indicated a rise in the cobalt level from 5.6 to 36.2 with an increase in chromium level from 9.5 to 40.9 over an 8 month period; however the unit of measure was not provided. A review of the provided revision operative report indicated there was extensive metallosis and black material around the hip. There was erosion into the femoral neck from the debris and blackened synovium was found around the edge of the shell. There was some central bone loss. Synovial fluid sample did not reveal an inflammatory response. The clinical information provided is consistent with reactions from metal debris from metal components, but the source cannot be confirmed. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed in (B)(6) 2015. Implanted b)(6) 2008. Pain and elevated levels of cobalt and chromium reported.